Event description:
It is reported this event occurred in the emergency room. The insertion site is unknown. While inserting the guide wire through the introducer needle, the physician was unable to advance it. The guide wire was removed and the j-tip was found bent. As a result, a new kit was opened and the catheter was placed successfully. It is unknown if there was a delay. There were no reported patient injuries, complications or death.

Manufacturer narrative:
(B)(4).